Event description:
It was reported that the pt's stimulator was protruding out of the skin and the area around the pocket was black and blue. The pt felt pain "like a knife cutting the skin" when the area was touched. It was determined that the device had eroded almost through the skin. The pt underwent surgical revision of the stimulator to put the device back in place. The pt outcome was reported as no injury/non-serious injury.